Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer stated he observed several abnormal cell blank alarms. Calibration and qc were within specifications. There was no indication for a performance issue of reagent. The field service representative found the tygon tubing was disconnected from the vacuum vessel. He replaced the tubing and cleaned the vacuum tube. The customer ran qc after the service visit and all results were within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for 1 patient sample on a cobas 8000 cobas c502 module. The initial result was 174 u/l.. The repeated result was 318 u/l. The repeated result was believed to be correct. The results were reported outside of the laboratory. The reagent lot number is 497712. The expiration date was requested, but not provided.